Event description:
Today we had an incident with one of our pumps. It continued infusing even though the line was empty of fluid and did not alarm. Fortunately, the pump was checked before air reached the patient's IV site, and the infusion was stopped.